Event description:
It was reported that the patient presented in clinic for implant procedure. The right atrial (ra) lead dislodged multiple times. The helix of the ra lead was bent. The physician elected to use a new ra lead which was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported events were for lead dislodgement and a bent helix. A complete lead was returned in one piece. The reported event for a bent helix was confirmed. Visual inspection of the lead found a bent helix, consistent with procedure damage. Electrical testing found no anomalies. The cause of the reported event for a bent helix was due to procedure damage.